Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, loss of connection between the transmitter, smart device and receiver occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A transmitter voltage test was performed and passed a transmitter pairing test was performed with nordic bluetooth device and transmitter failed . The global transmitter final function test was performed and failed as well. Share log data was reveiwed and signal loss on issue date was found. The reported customer complaint with the transmitter was confirmed. The root cause could not be determined post investigation.